Manufacturer narrative:
Correction : medical device model #.

Event description:
It was reported that a nurse in the neonatal intensive care unit (nicu) attempted to program a bd posiflush prefilled normal saline flush 10ml syringe in the bd alaris syringe module. The nurse stated that the device displayed 12ml monoject syringe as an option when the syringe was loaded to the syringe module. This was reported to bd clinical consultant during site visit and informed the nurse that this is the because the syringe that was loaded in the device is not validated for use (not compatible) with the bd alaris syringe module. There was no information on patient involvement.

Manufacturer narrative:
Manufacturer narrative. Root cause: the root cause for the reported issue of an use of incompatible syringe (bd posiflush) on syringe module was not determined because no products or device logs were returned.

Event description:
It was reported that a nurse in the neonatal intensive care unit (nicu) attempted to program a bd posiflush prefilled normal saline flush 10ml syringe in the bd alaris syringe module. The nurse stated that the device displayed 12ml monoject syringe as an option when the syringe was loaded to the syringe module. This was reported to bd clinical consultant during site visit and informed the nurse that this is the because the syringe that was loaded in the device is not validated for use (not compatible) with the bd alaris syringe module. There was no information on patient involvement.

Event description:
It was reported that a nurse in the neonatal intensive care unit (nicu) attempted to program a bd posiflush prefilled normal saline flush 10ml syringe in the bd alaris syringe module. The nurse stated that the device displayed 12ml monoject syringe as an option when the syringe was loaded to the syringe module. This was reported to bd clinical consultant during site visit and informed the nurse that this is the because the syringe that was loaded in the device is not validated for use (not compatible) with the bd alaris syringe module. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.